Event description:
A varian customer reports the acuity imager / cassette cover detached from the imager and fell to the floor during gantry rotation. In this one instance, a pt was struck in the forehead by the imager / cassette cover, resulting in a bruise, but sustained no other injuries.

Manufacturer narrative:
The investigation found that the operator / technician had not properly secured the locking device as shown on the label. The cover would be adequately secured if the velcro were securely pressed on both sides as per the unit's labeling. Varian reviewed all aspects of this complaint and determined that the available labeling, both in the instructions for use and physically applied to the cover, is adequate and complete for the proper installation of this cover. If the locking device (dual-lock) is properly utilized, there is very little chance of the cover detaching from the simulator. The conclusion of this prod eval was that the degree of health hazard presented by the prod is a situation in which use of the device is not likely to cause adverse health consequences. It was therefore appropriate to provide a safe use communication to the installed base, reiterating the instructions for use. The safe use communication was released on 08/07/2007 to thirty-nine sites. Furthermore, varian is reporting the complaint as an MDR in accordance to the direction of the state. No follow-up reports are anticipated.